Event description:
Customer reported a failure of falling battery depletion test. Customer stated incident occurred during biomed testing. Customer reported there were no pt injuries associated with this report and there have been no incident reports filed since the last baxter service event.